Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.the device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a patient using suresmile retainer has experienced their teeth to unintentionally move - unintended movement. A refinement for passive aligners has been requested.